Event description:
It was reported by repair work order that the load wheel casting was broken which could effect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.